Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular (lv) lead had high pacing threshold. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).